Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call no delivery and high blood glucose. The customer's blood glucose was 436mg/dl at the time of incident. Trouble shooting was performed found customer stop using the device due to no delivery alarms and high blood glucose levels. The customer declined to trouble shoot for high blood glucose or for product. The insulin pump will not be returned for analysis.